Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# va06td6, implanted: (B)(6) 2013, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The patient¿s hcp later reported that they have not seen the patient since 2013 and were scheduled to see her on (B)(6) 2015. The hcp will not have further information until then.

Event description:
The patient¿s hcp confirmed that the patient¿s appointment was rescheduled for (B)(6) 2015.

Event description:
The company representative reported a month later that the patient¿s appointment on (B)(6) had to be rescheduled. The patient has not had her pocket revision but was still able to maintain a charge in her device. The patient¿s health care provider (hcp) reported the patient is scheduled to see the surgeon who did the implant. They will decide at that appointment the surgical options. The appointment is in june or near future.

Event description:
It was reported that the patient had lost over 100 pounds since implant and the implantable neurostimulator (ins) had become painful in the pocket. They did fluoroscopy today and it appeared the implant was flipped because upon ap view, with the ins in the abdomen, the tails were going to the left out of header. There were telemetry issues and the goal was to get the patient out of overdischarge today so they could check impedances. It was noted that the patient was going to have a revision in the future. The patient had a follow up appointment with the doctor on (B)(6) where they would discuss surgical options. A day later, it was reported that it had been over 6 months since last successful charge. She had been successfully charging her device since yesterday. The cause of the overdischarge was determined to be because since having lost over 100 pounds her device ¿flips,¿ making it difficult to charge. A manufacturing representative (rep) was able to get her device cleared of the por and check impedances of the lead. The impedances were all within normal range. The patient did need a pocket revision and had an appointment with her implant physician on (B)(6) for a consult. The patient was doing well. She was continuing to charge her device and was going to turn on therapy tomorrow, (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.